Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional check, the reported problem was duplicated. Performed no disposable testing of pump as per procedure. Verified downstream occlusion sensor seal bubbled during visual inspection. Performed no disposable alarm testing of pump as per procedure. Found multiple high alarms displayed: downstream occlusion in event log. Recommend replacing downstream occlusion sensor as preventative measure. Root cause is unknown. The downstream occlusion sensor and seal was replaced. A non-conforming report was opened to investigate downstream occlusion sensor seal issue.

Event description:
It was reported that the downstream occlusion sensor seal was bubbled during testing. No patient injury reported.